Manufacturer narrative:
The complaint could not be confirmed as the affected device was not available for return to edwards for evaluation. A device history record review and a complaint history analysis did not revealed any indication that a manufacturing non-conformance could have potentially been related to the customer complaint. During the manufacturing process there are multiple inspection steps including: visual, dimensional, balloon leak test, and other methods which look for deterioration, separation, contamination, as well as inflation to inspect the balloon size. In addition, after the final leak test, a balloon cover is placed over the balloon as protection, which makes it unlikely that the balloon was damaged after the final leak test and that a defective balloon was the cause of the complaint. Although the device defect could not be confirmed, it is important to note that the alleged balloon failure is highly detectable prior to device insertion into the patient. Per the instructions for use (IFU) and physician's training for the device, the user must inflate the balloon during the sizing portion of the procedure, before insertion. If the user follows this recommendation, any rupture or damages to the balloon would be detected at that time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Since the complaint could not be confirmed, and no manufacturing non-conformances were found, no further corrective actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report, retroflex3 (rf3) delivery device was being prepped in the back table. When the balloon was inflated to size, a small hole was noted thus removing the device from the field. The small hole was located near the proximal end of the balloon, closer to the flex shaft of the catheter than to the middle of the balloon.